Event description:
Reporter stated that patient has been experiencing periodic high blood glucose (approx 400 mg/dl). He reported finding no leaks in the system, although air bubbles occasionally appear in the cartridge and tubing. No error messages were generated by the device. Caller indicated that he believes that the device may not be delivering all of the programmed boluses. No treatment was received.